Event description:
It was reported that the iab was inserted without difficulty. Approximately 30 minutes later, the pump began experiencing kinked catheter alarms. The position of the iab was checked under fluoro. And it was determined that only the bottom portion of the balloon was inflating. Because of this, the iab was removed. A replacement was not indicated. There were no associated pt complications.